Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main device, the other relevant component includes: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Of note, only the catheter was returned for analysis. Evaluation of implantable catheter serial number (B)(4) revealed the following: the partial catheter was returned in one segment. A visual inspection identified a break in the catheter body. A cross sectional view of the catheter revealed the catheter had an elliptical shape near the break, which is consistent with the catheter being compressed. The catheter was found to be patent, and passed pressure leak testing in the lab. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the catheter revision took place at the time of the previous report and had not been notified of any further issues.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a consumer receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and cervical radiculopathy. It was reported that the catheter has a tear/hole/fracture and that the patient was in the or and the catheter was being revised. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the company representative on 2017-july-05. Returned pump logs indicated that the pump had been used to deliver morphine (15 mg/ml at 0.095 mg/day).